Manufacturer narrative:
The product was physically received at stryker endoscopy, USA. Alleged failure: after the first needle was inserted into the meniscus, the first peek anchor was released according to the manufacturer's recommendation. When the needle was pulled out, the anchor followed the needle and the system was not capable of further use. Visual inspection: the anchors were deployed. The anchor was broken. The piece was not returned. The suture was broken as well. The inserter and depth indicator were visually inspected for discrepancies and observed none. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) incision too small, 3) inadequate or improper visualization, 4) user does not use sled or other technique to prevent catching on soft tissue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after the first needle was inserted into the meniscus, the first peek anchor was released. When the needle was pulled out, the anchor followed the needle and the system was not capable of further use.